Manufacturer narrative:
Investigation completed on a smiths medical ambulatory ambulatory infusion pumps/cadd cassette reservoirs - flow stop. Two samples p/n 21-7302-24 l/n 3922201. Visual inspection revealed no discrepancies under normal protocol. When device was threaded into legacy plus, no alarms or malfunctioned occurred. The engineering and testing was reviewed with no discrepancies prior to release. No fault could be found or established.

Event description:
Device evaluation completed.

Event description:
Information received a smith medical ambulatory infusion pumps/cadd cassette reservoirs - flow stop alarmed high pressure during connecting the cassette. The issue occurred with another pump with attaching cassette. Once cassette was changed the issue was resolved. The medication being delivered was apokinon for treatment of muscle stiffness, pain and control. It was reported no adverse events occurred with patient.